Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient's blood pressure and oxygen saturation dropped. Ablations were performed on the pulmonary veins, the posterior wall, and the cavotricuspid isthmus (cti). The ablations performed on the cti and posterior wall are considered off label use as the farawave catheter is only indicated for treatment of the pulmonary veins. Sometime after these ablations, but before the end of the procedure, the patient's blood pressure and oxygen saturation decreased. The procedure was cancelled at that time and the patient was sent for an echocardiogram. They were then moved to the intensive care unit (ICU). They were expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. The physician believes the issue is related to pre-existing heart failure; however, without more information the catheter or ablations cannot be ruled out as a contributing factor.